Event description:
Consumer reports erratic readings, got a 30 and 100 within one minute of each other. Analysis run on clark error grid using mean avg. Reading (65) as ref. Points vs. Bd readings (30,100) yielded data points in d range of the grid, outside acceptable limits.